Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37744, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 39286-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 39286-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 39286-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient's stimulation had been in the wrong location since implant. The patient has not had the device on because, she doesn¿t get stimulation where she needs it. The patient did have pain relief with the trial, but not with the permanent implant. The patient stated a company representative tried to program to the correct area, but it only stayed on her legs. The implanting physician took an xray and stated it was in the right location and there was nothing else to do. The patient saw another physician, who told her that the stimulator will never cover the area of pain she had. The patient stated another doctor told her that the leads need to be raised a little but he could not do this due to insurance issues. It was further reported that the patient still having concerns but has not sought help. It was further reported that the patient never had therapeutic effect. The patient reiterated her same concerns. Another physician told the patient that it could be too dangerous to remove the device after having it for a year. It was further confirmed therapy was not working. Significant troubleshooting has occurred. The lead had not migrated and it is in the same location as the trial. Impedances are fine and the patient feels stimulation. The stimulator was functioning as intended. It was further reported that both neurosurgeon consults have recommended removing the device as therapy was not successful. Additional information received reported that the patient was unable to get the stimulation past their legs. Their physician recommended removing the device. Additional information received reported that the patient¿s implantable neurostimulator (ins) was ¿not working¿. Additional information received reported that the patient never had therapeutic effect. It was noted that since implant, the patient had no therapeutic effect. It was noted zero percent relief. It was noted that the patient had worked with manufacturing representatives for programming 2-3 times and they changed the programs and put it on the highest voltage but it did not change symptom relief. It was noted that the patient spoke to healthcare professional (hcp) about the lead placement and that it was fine. It was noted that the patient had gotten 3 options from the doctors about why the therapy was not working and they had done everything possible. It was noted that the patient felt stimulation in the feet but the pain was ¿back in the spine/back.¿ it was noted that with the trial, the patient had about 60 percent relief of symptoms. It was noted that the last recharge was about 4-5 months ago and the patient had not had stimulation since that time. It was noted that the patient wanted to know why it did not work since the trial did. It was noted that the patient had a lead site where the leads entered the spine, not at the ins site. It was noted that when the patient lay down in a chair she felt the cable in her back and it hurt. It was noted that the hcp told her that they could not remove the leads due to scar tissue. It was noted that the patient was scheduled for explant on 2014 (B)(6). It was noted that the patient felt that it was not justified that she paid for the implant and it never worked. It was noted that the leads were causing the patient pain and cannot be explanted due to scar tissue.